Event description:
On (B)(6) 2015, three ribloc u plus plates were successfully implanted to treat rib fractures. The patient developed seroma and degradation of soft tissue in the area of one of the plates, despite the bone fully healing. On (B)(6) 2015, as a precaution against further complications, the surgeon explanted one of the plates.